Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the reported symptom of "(B)(4)-will not continue running for very long" due to a system error 322 alarm. Further evaluation was unable to reproduce the reported event and the specific failed component could not be identified. The evaluation of known contributors to system error 322 has led to the determination that the upper and lower auxiliary were the failing components and requires replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The upper and lower auxiliary assemblies were replaced.

Event description:
It was reported that during an infusion (medication, delivery rate, parameters unk) a device would experience an unk alarm and stop infusing. During baxter's evaluation of the device, it was discovered the device alarmed system error 322. It was also reported that there was no pt injury.